Event description:
The report suggests that there was a leakage during an infusion. No additional information was provided. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Additional information received from customer to advise that the product reported in the initial report was incorrect. The reported issue was on product (B)(4), which is a product distributed by carefusion. The legal manufacturer is (B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. This product is distributed by carefusion and manufactured by (B)(4). This report is filed by the distributor: (B)(4).